Manufacturer narrative:
A non sterile diagnostic catheter cath f6 inf tl jr 4 100cm unit was received for analysis coiled inside a plastic bag. Per visual analysis, the distal tip of unit was found damaged. It was found cut by an unknown sharp object. Also, the catheter body shaft of unit was found kinked. Multiple kinks were observed throughout catheter shaft at 3.9 cm, at 9.0 cm, at 14.2 cm, at 25.3 cm, at 29.8 cm, at 39.2 cm, at 44.0 cm, at 48.9 cm, at 54.0 cm, at 66.5 cm, at 67.5 cm, at 84.5 cm, at 89.0 cm and at 96.0 cm from hub. No more visual anomalies were found. The catheter od and ID were measured near to the kinked areas against drawings and results were found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Sem analysis was performed to the unit with the following results: results showed that the external and internal surfaces of the tip presented evidence of damage induced by a sharp object since the pattern observed on the damage is commonly produced by a cutting edge. No other anomalies were observed that could have influenced to the reported event. Neither the analysis performed nor the DHR review results suggest that the catheter shaft kinks or the found distal tip cut by an unknown sharp object conditions could be related to the manufacturing process. Additional information will be submitted within 30 days.

Manufacturer narrative:
Additional information received indicated that the account confirmed that the device was not used in the patient, therefore there was no patient injury. The account also reported of no sharp objects used at any point. Complaint conclusion: prior to removal of cath 6f infiniti tl jr4.0 100c from the package, a kink observed at the tip of the catheter. The package was reported to be fine before it was opened. The catheter was not used, and no patient injury was reported. Per analysis of the returned device, the distal tip of the catheter was noted to be damaged and appeared cut by an unknown sharp object. Additional investigation was conducted and the customer was unable to explain the cause of the cut or if it was shipped in this condition. It was reported that there were no sharp objects used at any point. A non-sterile diagnostic catheter cath f6 inf tl jr 4 100cm unit was received for analysis coiled inside a plastic bag. Per visual analysis, the distal tip of unit was found damaged. It was found cut by an unknown sharp object. Also, the catheter body shaft of unit was found kinked. Multiple kinks were observed throughout catheter shaft at 3.9 cm, at 9.0 cm, at 14.2 cm, at 25.3 cm, at 29.8 cm, at 39.2 cm, at 44.0 cm, at 48.9 cm, at 54.0 cm, at 66.5 cm, at 67.5 cm, at 84.5 cm, at 89.0 cm and at 96.0 cm from hub. No more visual anomalies were found. The catheter od and ID were measured near to the kinked areas and results were found within specification. Sem analysis was performed to the unit with the following results: results showed that the external and internal surfaces of the tip presented evidence of damage induced by a sharp object since the pattern observed on the damage is commonly produced by a cutting edge. No other anomalies were observed that could have influenced to the reported event. Additionally, the diagnostic catheters manufacturing process was reviewed and there were not tools, equipment or product handling that could cause cuts, kinks, or other type of damages on the diagnostic catheters. The dx catheters are inspected during manufacturing process for any type of damage; also, controls are in place to verify the catheters packaging for any damages on package; the produced catheters are inspected 100 % before leaving the facility. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported ¿diagnostic cardiology catheter- brite tip/distal tip- kinked/bent-prior to use¿ was not confirmed as a kink of the distal tip was not noted during analysis. However, the distal tip was confirmed to be cut and multiple kinks along the body/shaft were observed. The exact cause of this condition could not be conclusively determined. However, based on the information available for review, the account was unaware of this cut condition prior to return of the device. It is unknown whether handling factors during packaging for product return and/or shipping may have contributed to the event reported. Neither the analysis performed nor the DHR review results suggest that the catheter shaft kinks or the cut distal tip could be related to the manufacturing process. Therefore no corrective action will be taken.

Event description:
There was a kink at the tip of a cath 6f infiniti tl jr4.0 100c. It was noticed before it was removed from the package. The package was fine before it was opened. There was no report of patient injury. Per visual analysis, the distal tip of unit was found damaged. It was found cut by an unknown sharp object. The account is not able to explain what happened that caused the cut or if it was shipped in this condition.